Event description:
It was reported that the epicardial lead experienced high impedance during the implant procedure after a significant rise in impedance was noted as the device pocket was being closed. Previous impedance measurements had been normal. The pocket was reopened and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.